Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional ecgs) was confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon evaluation, there was an open along the orange (lead -2) wire in the cable connecting ECG c and ECG d. The cause of the test failure is the open wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.